Event description:
Upon removing the red safety tab the handle began to spilt. The stent was not released at all and was therefore withdrawn.

Manufacturer narrative:
A technical analysis of the returned instrument and a review of the manufacturing history were conducted to evaluate whether there was any deviation that could account for the reported event. Unfortunately angiographic pictures could not be provided. The device was returned with the stent still constrained underneath the transparent retractable outer shaft. The technical investigation showed that the trigger is not positioned as specified. Once reassembled, the trigger mechanism worked correctly and the stent could be released. The half-shells of the handle have most likely slightly separated during removal of the locking tab. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation.

Event description:
Upon removing the red safety tab, the handle began to spilt. The stent was not released at all and was therefore withdrawn.